Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of brake failure to lock on wire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure as the reported events do not indicate any device damages or brake failures during unpackaging, preparation, or testing.

Event description:
It was reported that failure to lock wire occurred. The 90% stenosed target lesion with 10mm in length and 2.67mm in diameter, was located in the mildly tortuous and severely calcified left circumflex. A rotablator was selected for use. During insertion into the patient's body in dynaglide mode, it was noted that the guidewire started rotating at the rear end of the advancer. Multiple subsequent tests demonstrated the same rotation issue. Per the physician, guidewire movement occurred during rotation without initiating the brake defeat indicating a malfunction in the mechanism which is designed to lock the guidewire. The device was simply removed and the procedure was competed with another of the same device. There were no patient complications, the patient remained stable.

Event description:
It was reported that failure to lock wire occurred. The 90% stenosed target lesion with 10 mm in length and 2.67 mm in diameter, was located in the mildly tortuous and severely calcified left circumflex. A rotablator was selected for use. During insertion into the patient's body in dynaglide mode, it was noted that the guidewire started rotating at the rear end of the advancer. Multiple subsequent tests demonstrated the same rotation issue. Per the physician, guidewire movement occurred during rotation without initiating the brake defeat, indicating a malfunction in the mechanism which is designed to lock the guidewire. The device was simply removed and the procedure was competed with another of the same device. There were no patient complications; the patient remained stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).